Event description:
A surgeon reported that a miol u940a, implanted in the left eye of a pt by a different surgeon in 2000, has been explanted and replaced due to severe opacification in 2004. The implanting surgeon reported that at follow-up examination in april 2000 the pt's best corrected visual acuity was 7/10 - 1sf. The dr reports that the pt had transitory cystoid macula edema with light sensitivity for which non-steroidal inflammatory drops had been prescribed. The explanting surgeon reported that opacification was first diagnosed at follow-up examination in 2004. The pt's best corrected visual acuity pre-iol explant was 3/10 os. The surgeon reported that the pt had inflammation 1 day post-op and that the intervention had resulted in cystoid macular edema for which steroids were prescribed. Prognosis for this pt was reserved due to the continued presence of cystoid edema. The pt's best corrected visual acuity was reported to be 3-4/10 os and the anterior chamber was quiet. No further info is available at this time.